Event description:
It was reported in the technical services call that the programmer had software issues, but that the caller did not know what exactly was wrong with the programmer, that it was found in storage. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer interrogated with no errors; however, one error 45310117 was found in the error log and therefore the hard drive was reconfigured and the software reloaded. Analysis also found that the electrocardiogram connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated, and that both the system fan and power supply were noisy and the lower case was worn, all were replaced. (B)(4).